Event description:
Note: this MFR report pertains to one of four devices that were used during the same procedure. Refer to associated MFR report #3005099803-2012-05255, #3005099803-2012-05256, and #3005099803-2012-05257, for a description of the other devices. This report is for the first device. It was reported to boston scientific corporation that interject injection therapy needle devices were used during a colonoscopy procedure, performed on (B)(6) 2012. According to the complainant, the interject injection therapy needle device would not retract back into the sheath, when inside of the patient's anatomy. This occurred with a total of four of the same device. A fifth interject injection therapy needle device was able to be used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.